Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 12 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported.